Event description:
It was reported that the patient underwent a pump replacement. The patient was asymptomatic after the replacement surgery. The patient expired in her sleep the night after replacement. Unable to follow-up with contact information provided, no additional information was obtained.